Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular lead displayed high, out of range shock impedance measurements with the last year. The local boston scientific field representative reported that the patient was seen for follow. A 21 joule shock was delivered into the system with resulting normal shock impedance measurements. The system will continue to be monitored. The system remains in service.

Event description:
Subsequent information indicates that the system displayed a high, out of range pacing impedance measurements. The patient was seen for a revision procedure where the lead was surgically abandoned and the device was explanted. There were no adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.